Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during threshold testing of the left ventricular lead the patient complained of substernal chest discomfort and had uncomfortable coughing. Upon turning the left ventricular lead off the symptoms subsided. The physicians diagnosis was inappropriate stimulation of the diaphram. The lead was turned off for the time being. No further patient complications have been reported as a result of this event.